Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 80% stenosed, 28mmx2.75mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 32 x 2.75mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent was scratched. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 80% stenosed, 28mmx2.75mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 32 x 2.75mm promus premier drug eluting stent was advanced for treatment. However, it was noted that the stent was scratched. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32mm x 2.75mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified stent damage. Stent struts in the very proximal row lifted from the crimped stent position. Stent struts along proximal region slightly flared and misaligned. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination found no issues with the tip. No other device issues were noted during analysis.